Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. Leaking was confirmed, according to the report, the catheter was removed after being implanted and according to the IFU leaks can occur if the catheter is not correctly assembled. However, no cause was definitely attributed to incorrect assembly, and no specific cause of the leak was noted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the catheter had a hole, causing it to leak. The fluid likely entered the surrounding tissue instead of the vein, leading to swelling and edema. The patient was involved, but no injury was reported.